Event description:
Pt underwent an attempted laparoscopic donor nephrectomy. A stapler was used without a problem and was reloaded with a cartridge. When the md stapled the renal vein he immediately noted a large hole in the pt's side of the vein with no staple line and an intact staple vein on the specimen. The pt sufferred blood loss of approx 1 liter requiring conversion to open nephrectomy. The vein was ligated, pt was stablized and discharged four days later.